Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed and attributed to a software timeout. However, it could not be firmly established what caused the time out. New batteries were provided to the customer. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.